Manufacturer narrative:
Batch reviews performed on 27 march 2017. Lot 1550781: (B)(4) items manufactured and released on 17 november 2015. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. Versafitcup cc trio acetabular shell ø 52, code 01.26.45.0052, lot. 162922 (k103352) lot 162922: (B)(4) items manufactured and released on 27 july 2016. Expiration date: 2021-07-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 27 march 2017, the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the terminal was stuck in the cup, it was necessary to block the cup in a clamp to disassembly the pieces. We applied a low effort to unlock the terminal from the cup. There was some coagulated blood between the threads of the pieces. It might be possible that coagulated blood blocked the cup but we do not know if it happened during the surgery.

Event description:
The terminal cup impactor for metal back cc stuck into the cup and can't be disconnect. The surgeon used a new cup (same reference) to complete the surgery.